Event description:
Per the surgeon, the patient was admitted to hospital experiencing an extrusion of the electrode through to the external auditory canal and with an infection which was treated with antibiotics (mode of administration unknown). The device was explanted (date unknown). It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on january 25, 2022.